Event description:
Pt was admitted to hosp in 2007 with final diangosis of toxic shock syndrome. Pt symptoms on admit were fever, nausea, vomiting, diarrhea and weakness which came on suddenly at home the day before and pt thought it was just a bug. Pt became progressively weak and lightheaded. Her last menstrual period was 15 days prior. Pt reported that she had left a couple of them in well over 12 hours each. Pt has a history of dysmenorrhea and is taking oral contraceptives. On exam done by provider found pt to be lethargic and sluggish in response time. Skin: hot, dry and with a fine pinpoint erythematous and blanching exam in a generalized distribution, more in increased warmth areas. Pt had nasal congestion. Heart: tachycardia and regular. Abdomen: diffusely tender in suprapubic and bilateral lower quadrants. Vaginal exam showed generalized redness externally, vaginal walls and cervix inflamed. Noted mucoid discharge from the os and in vaginal vault. Per request of mother, culture testing was completed on a random of three tampons left in the box. Pt was admitted to hosp for IV fluids and IV antibiotics four days after her last menstrual period. Pt was on contact and respiratory isolation while pending for culture results. By the following day, pt was feeling better with some abdominal pain and poor appetite. Pt was discharged with antibiotics to take daily for 10 days and follow up with physician in 2 weeks, sooner if symptoms recur or other problems developed.